Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with distorted main display was confirmed during product evaluation. The root cause of the reported problem was determined to be lines on main display. Appropriate action was taken to correct the reported problem by replacing the main display. Additional information: the device has not been previously sent into service for the reported condition of "main display" was distorted.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the main display was distorted. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. No additional information available.